Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a bruise under the patch. Patient described the area as a stinging dark bruise. There was no alleged device malfunction contributing to the irritation. The patient's physician reviewed how to properly remove the patch to prevent further irritation. Outcome of the irritation is unknown.